Manufacturer narrative:
(B)(4) stent broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal fully covered stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, on (B)(6) 2016, during a scheduled removal of the stent, the physician noted that the stent broke apart. The physician successfully removed the entire stent from the patient. There were no patient complications reported as a result of this event. The patient&#38112;condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation result: only a wallflex esophageal stent was returned for analysis, the delivery system was not returned. Visual examination found significant damage to both ends, including broken wires. The coating was also noted to be damaged. No other issues were noted with the device. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable.  A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on october 11, 2016 that a wallflex esophageal fully covered stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, on (B)(6) 2016, during a scheduled removal of the stent, the physician noted that the stent broke apart. The physician successfully removed the entire stent from the patient. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.